Event description:
Patient presented to the physician with the lead body eroded through the chest incision. Physician prescribed antibiotics. Physician brought the patient into the or a week later and determined that the stimulation lead had eroded. Physician created a new pocket, tucked the leads, and closed.